Event description:
It was reported by medwatch report that a central line was being used on a (B) (6) male pt. The report stated that a post operative chest x-ray demonstrated a catheter fragment positioned in the pt's heart. Required physician intervention to remove the foreign body. Add'l info rec'd on 5/18/2010, by the clinician stated, the central line was placed in the pt's right internal jugular. After the piece broke, it was snared out of the pt in interventional radiology. The piece was approx 13cm in length and approx 7fr. The product number and lot number are unk as the kit was discarded. This did not delay treatment as another was placed successfully for the pt. There were no pt complications reported. Add'l info from the user facility report: post operative chest x-ray demonstrated a catheter fragment positioned in the pt's heart. Required physician intervention to remove the foreign body.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Add'l info from the user facility report: (B) (4)central line. (B) (4).